Event description:
It was reported that the pump "died" and had to be explanted. Per the reporter the healthcare provider consistently withdrew more drug than expected; it was believed to be "about 3cc's". Imaging was performed and no problems were found with the system. No pt symptoms were reported. The pump was used to deliver hydromorphone, clonidine and bupivicaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the pump had malfunctioned. A dye study was done and it was discovered that "the pump wasn't working." The patient had experienced all kinds of withdrawal symptoms.

Manufacturer narrative:
(B)(4).